Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible ring fracture as the thresholds had increased becoming high and the pacing impedance increased. Reprogrammed was performed. The lead remains in use. No patient complications have been reported asa result of this event.